Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/7/2020. Additional information: d9, h6 additional h6 component code: g07002 - damaged suture. A manufacturing record evaluation was performed for the finished device phk656 batch number, and no non-conformances were identified. Additional h3 investigation summary: an empty opened foil, a paper lid and a dispensed needle/suture piece of product code sxpp1a400, lot # phk656 were returned for analysis. During the visual inspection of sample, the swage and attachment area were noted to be as expected, body fluids and marks by use of a surgical instrument could be observed on the body needle. The strand was noted with body fluids, stress, some barbs were damaged, and end of suture was split apparently by use of surgical instrument. The product code sxpp1a400 contains absorbable suture and as the sample was received open, the time of exposure of suture to the environment could not be determined and no functional test can be performed due to sample condition. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an excavation of uterine fibroids procedure on (B)(6) 2020; and a barbed suture was used. During the procedure, the suture broke when sewing. Changed another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.